Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. User inspected the device to detect any malfunction before using it. The endoscope was not used for the procedure with the foreign material attached. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The device appropriately rinsed before manual disinfection. Olympus will continue to monitor field performance for this device.

Event description:
An olympus incoming inspection team manager reported the repair center has performed incoming inspection on the evis exera gastrointestinal videoscope and found glue stick inside the channel tube and insertion tube was damaged. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found residual liquid/foreign material came out of the channel tube due to insufficient cleaning. And the connecting tube had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.